Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.15 volts, while the label stated that the voltage should be 3.25 volts. The caller indicated that the device remained in storage mode. A boston scientific crm technical services (ts) consultant recommended not using the device, requesting that the product be returned for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.